Manufacturer narrative:
No DHR review or retain sample evaluation was possible since the lot number reported (60228900) does not correspond to integra nomenclature. The customer reported that the device is not available for evaluation; therefore, the complaint cannot be confirmed. Failure analysis - the brain edema condition is very unlikely to occur due to duragen use according to integra's medical affairs. At this point of the investigation no retain sample evaluation is recommended since no product lot number was provided and there is no trend identified by this condition. Cerebral edema is when fluid builds up around the brain, causing an increase in pressure known as intracranial pressure. Swelling or inflammation is part of the body's natural response to injury. The incidence of this disorder should be considered in terms of its potential causes and is present in most cases of traumatic brain injury, central nervous system tumors, brain ischemia, and intracerebral hemorrhage. Therefore, the cerebral edema is very unlikely to occur due to duragen use and the possible root cause of the reported condition could be related to a post-op consequence of the procedure and not necessarily related to the use of the product.

Event description:
A physician reported that on (B)(6) 2020, a male patient developed brain edema after a brain tumor removal. The following are chronological descriptions. On (B)(6) 2019: surgery was performed due to a metastatic bone tumor. This was the first time to perform a craniotomy to the patient. The left side of the head was opened and the tumor, which was partially attached to the bone and the dura mater was removed. The extent of the dural defect was about 6 cm, but the arachnoid membrane was not opened because there was no invasion of the arachnoid membrane. 10×12.5 duragen was applied. The overlap was probably less than 1 cm. A titanium mesh plate was used to replace the removed bone. On (B)(6) 2020: CT and MRI showed evidence of cerebral edema, so the physician suspected infection and performed the craniotomy for washing. Although duragen was not confirmed, the physician did not touch where duragen was placed and only cleaned the brain and did not return the titanium mesh plate at the time of closure of the head. A necropsy of the infection was performed, but the results were negative. On the other hand, the patient was atopic and allergic, and the eos values were between 27 and 28 (values above 13 were high). In (B)(6) 2020: after washing, the cerebral edema (imaging findings) had begun to subside, but it re-appeared. In addition, higher-level functional impairment, such as the inability to write, had occurred to the patient. Angiography was performed again, but no anomaly was found. In (B)(6) 2020: due to the persistent cerebral edema with unknown cause, the patient underwent another craniotomy. The fascia, arachnoid and replacement dura mater were tightly adherent. The fascia and a part of the replacement dura mater were removed. A patch was applied with the fascia and the wound was closed. On (B)(6) 2020: suspecting a recurrence of the tumor, MRI was performed and steroids were given, but there was no response. On (B)(6) 2020: the sales rep. Obtained above information from the physician. Also, the physician commented that he suspected infection in (B)(6), but it may have been inflammatory in nature. The brain edema was only in the area of the dural defect. The patient was unrecovered. No delay in surgery reported.